Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing over to the station. The technical support specialist (tss) dialed into the server and verified patient records. Confirmed the only valid admission is to unit b4200 (admitted 9/11); the b5150 admission on 9/23 was cancelled the same day. Clarified that the device in question does not belong to b4200 and should not be visible. The tss provided guidance on using the undo discharge feature and advised on adjusting settings to allow for a wider undo discharge window. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis medstation es, one patient was unable to cross over to one station. The customer stated that this malfunction caused a delay to patient care and the user managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was unable to cross over to one station. The customer stated that this malfunction caused a delay to patient care and the user managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.